Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4).

Event description:
It was reported to boston scientific corporation on september 06, 2022 that a wallflex biliary rx fully covered rmv stent was to be implanted in the common bile duct to treat a biliary stricture due to a large pancreatic head mass during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. The patient's anatomy was tight and was not dilated prior to stent placement. During the procedure, the wallflex biliary stent was able to be deployed; however, during removal of the delivery catheter, the wallflex delivery system got caught on the wallflex biliary stent at the tightest part of the stricture. The physician attempted to advance the wallflex delivery system but it became stuck, they also attempted to un-sheathed and re-sheathed the delivery system and then withdraw the delivery system without success. The physician waited 10 to 15 minutes for the wallflex biliary stent to self-expand and allow the delivery system to be removed, but this was not successful. The physician forcefully removed the delivery system and this pulled wallflex biliary stent distally, 2-3 centimeters into the duodenum. Fluoroscopy was performed and confirmed that the wallflex biliary stent moved out from its correct position. The wallflex biliary stent was removed from the patient with a radial jaw biopsy forceps and a 7x7 plastic biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event.